Manufacturer narrative:
The faulty front end board was shipped to the manufacturer for further analysis. The senior repair technician of the national repair center (nrc) inspected the board no visual damage was observed. The technician installed the board into the cs300 test fixture and tested to factory specifications per cs300 service manual. Testing passed and the technician could not verify the reported failure ¿produces failure codes #58 and #3". The part was sent to the supplier per procedure for further analysis.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed electrical failure error codes 3 & 58, while in use on a patient. The iabp was immediately removed from the patient. It was later reported that the iabp stopped working during the event. There was no patient harm or adverse event reported.

Manufacturer narrative:
The supplier returned the front end board to the national repair center (nrc) and verified the reported failure. The defective u38 was replaced and the board passed all of their testing. The senior repair technician of the nrc installed the board into a cs300 test fixture and tested to factory specifications per cs300 service manual. The technician inspected the board per procedure, testing passed testing and the board was put into stock.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed electrical failure error codes 3 & 58, while in use on a patient. The iabp was immediately removed from the patient. It was later reported that the iabp stopped working during the event. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to reproduce the error codes in normal operation. The fse reviewed the service diagnostics log history and it did show a fault code of #61, electrical test failures #52 and #53; in addition to maintenance code #3. The fse replaced the front end board, ran recalibration and tested the unit in normal operation mode for approximately 1.5 hours with no problems. The iabp unit passed all calibration, function and safety tests. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed electrical failure error codes 3 & 58, while in use on a patient. The iabp was immediately removed from the patient. It was later reported that the iabp stopped working during the event. There was no patient harm or adverse event reported.